Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) therapy and then experienced an infection, along with cloudy effluent. The patient was not hospitalized for the reported event. The patient was treated with fortaz (dose, route and frequency not reported). The same day, the patient was retrained on proper aseptic technique. The patient was reported to be recovering from the reported event. The pd therapy was ongoing. Additional information was requested, but is not available at this time.